Event description:
Device 2 of 3 reference MFR report numbers: 1627487-2013-00621 and 1627487-2013-00623. The patient's ((B)(6)) dbs system includes an ipg and two leads from different lots. It was reported the patient is not receiving effective therapy. In addition, the patient reported recent functional issues with the ipg. A diagnostic test was taken for further interrogation revealing high impedance measurements for both leads. The patient was reprogrammed by the neurologist. Follow up is pending.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.